Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was returned to animas for evaluation by product analysis on (B)(6) 2015 with the following findings: review of the black box and download history did not reveal any errors, alarms or warnings related to the complaint. On investigation, the pump was noted to have been returned for investigation with all sound settings set on ¿high¿, with the exception of temporary basal, which was set to ¿low¿. On power up, the pump demonstrated vibratory function. The vibration feature of the pump was tested using an audio bolus with alarm set to ¿vibrate only¿, and vibration on ¿no delivery¿ warning was observed. Investigation did not duplicate the intermittent vibration complaint.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a audio tone/vibration (intermittent vibration) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.